Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable inr result from a coaguchek xs plus meter serial number (B)(4) compared to the laboratory method of dade innovin. The laboratory result from a venous sample was 5.4 inr. The result from the coaguchek xs plus meter was 7.4 inr. The erroneous result was reported to the nurse treating the patient. There was no allegation of an adverse event. The customer stated that they check the coaguchek xs plus meters every week with the appropriate test solution and that they always pass. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. Retention test strips (294945) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values greater than 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values greater than 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements greater than 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no. Medwatch field has been updated.